Event description:
It was reported that the pump stopped insulin delivery without user interaction. There was no reported impact to the customer's blood glucose level. Tandem technical support checked the pump logs and no issues were found. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.